Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. There was no reported impact to blood glucose. The customer declined further troubleshooting with tandem technical support regarding the reported issue.

Event description:
It was reported that a shutdown alarm was observed in the pump history. The customer declined further troubleshooting with tandem technical support regarding the reported issue.